Manufacturer narrative:
D6: information unavailable. Based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring. The staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Therefore, it could not be ascertained as to why the anastomosis reportedly bled. Mfg and engineering have been notified of the reported incident.

Event description:
The device was used during a low anterior resection. It was reported by the rep bleeding from the anastomosed lesion. Dr put overstitch and finished the case without difficulty. There was no consequence to the pt.